Manufacturer narrative:
(B)(4). Batch # unk attempts are being made to obtain the following information. To date no response has been provided. Once additional information has been received, a follow-up report will be submitted: how was the bleeding controlled? Does the injury to the renal artery required additional procedure? How was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event? An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported via medwatch form, (B)(4), ¿during surgical procedure for nephrectomy, a single staple load was fired over the renal hilum. The veins were divided and well stapled, but the artery escaped in a cephalad direction. A second staple load was introduced and fired but this one misfired and the staple load could not be opened to be released. Manipulation demonstrated brisk arterial bleeding consistent with an injury to the renal artery at the level of the misfired staple load.¿

Manufacturer narrative:
(B)(4). Date sent: 4/21/2022. Additional information: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.